Event description:
The customer reported the rad-5 device has missing display segments. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed some cracks in the chassis near the sensor port. The device was able to power on and off using battery power; however one segment on the top middle digit of the red led display did not illuminate. The customer's complaint was duplicated. Internal inspection of the device found a defective 7 segment display component d2 on the system board causing the led segments to not illuminate. However, the device was able to obtain readings and the alarm alert conditions were functional with audio and visual status indicators. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the rad-5 device has missing display segments. No patient impact or consequences were reported.